Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not anchoring the stimulator at the insertion site and not securing the stimulator at the insertion site have been ruled out as potential causes of the reported issue. The clinical representative confirmed that the patient did not engage in stretching/twisting or other strenuous activity and they had no pre-existing conditions. In addition, the stimulators were not implanted after the expiration date. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is no problem/fault found.

Event description:
The patient reported erosion of their implanted devices through the skin. Cultures were taken to determine if an infection was present however, the results were not available. The stimulators were explanted on (B)(6) 2021 and no further issues have been reported.